Event description:
A caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to try various troubleshooting methods, but the pump did not turn on. As a result, technical support decided to replace the pump, confirmed the shipping address, and provided storage mode instructions for the customer to follow before returning the faulty pump. The pump was under warranty, and the customer was set to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer acknowledged these instructions and agreed to return the pump using a pre-paid shipping label within 10 days.